Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead (distal end) was returned in one piece measuring 46.5 cm. External insulation abrasion due to friction to another device or feature of the heart was noted breaching the optim sheath only at 16.4 cm to 16.6 cm from the distal tip. Silicone tubing was not abraded while procedural damage to the optim sheath was also noted in this location. Suture sleeve tie impression was noted at 34.4 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.